Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint, wire off track. Engineering was unable to duplicate the customer reported complaint. Engineering found the instrument had a frayed pitch cable at the distal end. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage nor wear marks. No other cables were damaged. Engineering also found bent grips. The one grip was bent, causing side-to-side misalignment of the grips. There was a .0540 offset at the tips. Engineering concluded the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci s surgical procedure the pk dissecting forceps instrument wire was noted to be off track. No patient harm, adverse outcome or injury was reported.